Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tube there was stopper creep out or loose closure and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "particles from the rubber stopper entered the tube. When the analyzer punctures the stopper to acquire samples, particles from the rubber stopper enter the tube with the sample and interfere with the result as they appear as artifacts. 4/may/23: new information: customer states: "the problem with the tube 367614 is that when the aguga of the syxmex cytometer model yesam xn 1000 is punctured, the cap is detached and is introduced inside the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 2304779. D.4. Medical device expiration date: 2024-04-30. H.4. Device manufacture date: 2022-10-31. H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for coring was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing] and the issue of coring was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode coring. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® z blood collection tube there was stopper creep out or loose closure and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "particles from the rubber stopper entered the tube. When the analyzer punctures the stopper to acquire samples, particles from the rubber stopper enter the tube with the sample and interfere with the result as they appear as artifacts. 4/may/23: new information: customer states: "the problem with the tube 367614 is that when the aguga of the syxmex cytometer model yesam xn 1000 is punctured, the cap is detached and is introduced inside the tube.".